Event description:
It was reported that automated mode switch anomalies had occurred. It was noted that the patient has a history of retrograde conduction. The patient received an av nodal ablation and would continue to be monitored.

Manufacturer narrative:
(B)(4).